Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective safety solenoid valve for evaluation. Therefore, no root cause could be determined . However, the customer is requesting a new solenoid valve for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that leakage sound coming when vela ventilator switch off. The reporter confirmed that there is no patient involvement associated on this event.